Event description:
A malfunction code was reported, and there was no prior notable event leading to it. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided instructions to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.